Event description:
Philips received a complaint on the m3150 info cntr local database rel l.0 (piic classic) indicating that the desaturation alarm is not working. The device was in clinical use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and consulted with a philips remote clinical application specialist (cas). The cas confirmed that no inop alarms were displayed on the piic classic for speaker malfunction. There were no other hardware malfunction inops, and no "data mon" inops viewed in any of the sectors. The customer verified seeing physiologic parameters in all the sectors. The cas explained, if there are no alarms seen/heard, it would be all parameters not just spo2. Review of the intellivue patient monitor (ivpm) verified that no alarms for the spo2 were turned off. The customer plugged the spo2 sensor into the ivpm and verified the sensor has a red light. This ruled out a malfunction of the spo2 parameter. The spo2/system pulse numbers were displayed. Since the philips remote support (prs) was not operational, the cas recommended onsite service. The customer declined further support from philips and the reported issue was not confirmed. A good faith effort was made to obtain the serial number and UDI for the reported product. If additional information is received the complaint file will be reopened.